Event description:
The lay user/pt contacted lifescan (lfs) customer service on april 15, 2009, alleging that he developed "bad eyesight" as a result of his onetouch ultra meter not working. The medical surveillance specialist (mss) spoke with the pt on april 21, 2009, to obtain additional info about the complaint. The pt stated that he has been unable to test since the reported issue first occurred about a month before he contacted lfs. Instead of seeing the "apply blood" prompt after he inserts the test strip, he saw the last result in the meter's memory. He mentioned his last result was "over 600 mg/dl". With the onetouch ultra2 meter, it is expected that the last result will appear if the power button is pressed prior to inserting the test strip; however, the pt was unable to recall if he was pressing buttons when attempting to test. He also stated he has not been taking any diabetes medications for about a year (started in 2008) due to insurance coverage. In 2009, the pt started to develop symptoms of feeling really sleepy, blurred vision, diarrhea, and vomiting. The pt did not test on his meter while experiencing symptoms because the meter was not working at the time. At about 3 days later, the pt went to emergency room because he was not feeling better. His blood glucose was "394 mg/dl" on the hospital's device. The pt was given an insulin shot and sent home 4 hours later. Few days later, the pt returned to the emergency room because he was not feeling well again. His blood glucose during this visit was "over 400 mg/dl". The pt was treated with IV insulin and prescribed glyburide. The pt reported a test strip lot that had an expiration date of "12/2008." He was unable to indicate how long he was using the expired test strips. Based on the troubleshooting that was performed, it is unclear if the reported issue was resolved. This complaint is being reported because the pt allegedly became hyperglycemic and received insulin treatment from the emergency room as a result of not being able to test with his meter. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.